Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Related manufacturer's report regarding onset of driveline infection: 2916596-2022-11270.

Event description:
It was reported that the patient was admitted with right heart failure on (B)(6) 2022. Symptoms included shortness of breath, weight gain, abdominal fullness, and poor activity. The patient was treated with intravenous diuretics. Transthoracic echocardiogram (tte) results were pending. Right heart failure resolved without sequelae on (B)(6) 2022. The patient's respiratory panel was positive for haemophilus influenzae and rhinovirus. The patient was placed on droplet precautions and antibiotics previously prescribed for chronic driveline infection were continued.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported right heart failure could not be conclusively established through this evaluation. Additionally, a specific cause for the patient¿s infections could not be conclusively determined. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure and infection (local, driveline, and pump pocket) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.